Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was found to be solenoid failure. Transducer was calibrated and the machine met specifications.

Manufacturer narrative:
This field was blank on previous supplemental MDR, should have included '10/25/2018". This field was blank on previous supplemental MDR, "device evaluation" should have been selected. This field was not selected in error on the previous supplemental MDR. The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was found to be solenoid failure.